Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 31g 8mm 5b 105bx de needles are bent and protruding through the inner shield. This was discovered before use. The following information was provided by the initial reporter: the needles are bent and partially protrude through the cap. It is the inner shield.

Manufacturer narrative:
H.6. Investigation summary: one photo of an open pen needle sample was returned from an unknown lot. No., cat. No. 320524. Visual examination of the returned photo was carried out and a bent patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Based on the photo and the fact no sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that pn 31g 8mm 5b 105bx de needles are bent and protruding through the inner shield. This was discovered before use. The following information was provided by the initial reporter: the needles are bent and partially protrude through the cap. It is the inner shield.